Event description:
There was a reported issue with the charging connection of the pump, as it failed to begin charging despite leaving the wall adapter plugged into a working outlet for 30 consecutive minutes. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by using a different charging cable, and tandem technical support agreed to send a replacement wall adapter and charging cable to the customer via two-day shipping. There were no further requirements for assistance as the pump began charging successfully.